Event description:
It was reported that the catheter had "separated" from the pump. Patient experienced an increase in baseline pain. A roller study was performed that showed no problems. A catheter dye study was performed wherein the healthcare provider (hcp) was unable to get dye to flow through the catheter. Per the reporter the hcp stated that the catheter needed to be revised. Drug delivered via the device was morphine, hydromorphone.

Event description:
Additional information received reported that there was "likely a catheter disconnect." It was thought that the catheter may be occluded because of a failure to aspirate. The location of the catheter issue was unknown. The patient was not receiving pain relief. The catheter was revised. It was reported there was no patient injury and the patient was not hospitalized. The device system was used to deliver morphine.

Event description:
Per hcp, the patient reported fall on (B)(6) 2011. An x-ray was performed on (B)(6) 2012 and results were "surgical instrumentation in appropriate position".

Manufacturer narrative:
Catheter model: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: unk. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).